Event description:
Information received from the field notes positional pectoral muscle stimulation in both bipolar and unipolar configurations. The stimulation was present in both vvi and aai modes. The patient complained of twitching and discomfort over the pacemaker site.